Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d8, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. Device inspection confirmed that the power board malfunction causes error e433 during startup. Based on the results of the investigation, it is likely the reported issue is caused by a component failure of the power board. The power board failure is an electrical/electronic component problem, but the root cause of the failure could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the generator had an e433 error. The event occurred during service / maintenance (not in a clinical setting). There were no reports of patient involvement.